Manufacturer narrative:
The product was returned. Unit returned on 07/16/2014. Per the expanded evaluation the fire damage was confirmed but no cause was determined. MDR is being submitted as a result of a retrospective complaint review.

Event description:
Per dealer electronic malfunction allegedly caused a fire. User was sitting in chair in his bathroom when it started smoking and caught fire. He was able to get out of chair without getting burned. His grandson helped him get the fire out on chair and put it outside.